Event description:
It was reported that the lower display screen on the external pulse generator (epg) has lines and is intermittent when operating. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: initial analysis confirmed the reported event, the lower screen on the display was out of specification with missing pixel segments. Also, the main printed circuit board (pcb) was out of electrical specification, the upper case, lower case, side bail covers and ring cover were broken and the ring was missing. Further analysis was performed on the main pcb. Visual inspection revealed no anomalies. Functional testing revealed that an integrated circuit component failed, which confirmed the initial analysis performed during service and repair of the device. (B)(4).